Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use, the ventilator started autocycling. The pt was transferred to another ventilator after the alarm occurred. There was no pt injury or negative consequences as a result of this event.